Manufacturer narrative:
Corrected information: section h6 - health effect - impact code.

Event description:
During angioplasty with kissing stenting of the bilateral iliac arteries. The stent did not expand to its full size, perforated balloon, another balloon was necessary to reach the desired size.

Manufacturer narrative:
Corrected information: investigation summary: on, 03-apr-2024, getinge received complaint from the ghr mulhouse south alsace, mulhouse, france involving the use of a getinge¿s advanta v12¿ balloon expandable covered stent, 10mm x 38mm x 80cm (catalogue # 85360) translated from french: explosion of the iliac stent, when releasing the stent: stent defect unplanned opening of a dilation balloon, increased intervention time, increased cost, increased stress for the operator removal of damaged stent, opening and use of a dilation balloon. Other details provided were that the procedure was a bilateral kissing stent procedure. The lesion being treated was calcified and required a dilation balloon to pre-dilate the lesion prior to the use of the advanta v12 covered stent. The device in question was received and reviewed to determine the cause of the balloon rupture during deployment of the stent. The device as returned was still inside the cook 7fr introducer sheath and the shaft had been elongated during the attempts to pull the balloon back through the sheath. The tip of the introducer sheath had prolapsed inward during withdrawal making the distal tip of the sheath smaller than 7fr. The balloon was pushed distally out of the sheath then was able to be withdrawn back through the sheath rather easily. The catheter was then disinfected to determine if there was a hole in the balloon. Upon pressurizing the balloon, there was a small horizontal tear or hole in the balloon that was noted. The pressure achieved was 4atm but was not able to be maintained due to the size of the hole in the balloon. The hole was approximately 5mm prior to the distal radiopaque ro marker band. This area of the balloon would likely been exposed as the stent foreshortens during deployment. Being that 4atm was achieved as indicated by the user the stent would have foreshortened considerably. To determine the balloon's ability to deflate the balloon was filled with water using a 20cc insufflator. The balloon was inflated to approximately 1atm but was unable to maintain pressure due to the hole in the balloon. The balloon however was still full of fluid. A vacuum was then applied, and the balloon was able to be fully evacuated of fluid. This result indicates that the balloon during the procedure had not been fully deflated before attempting to pull the balloon back through the sheath thus the balloon became stuck at the tip of the sheath that had prolapsed inward on itself. There has been a CAPA associated with holes in the balloon associated with the stent crimping process. This is CAPA 322474. When comparing the size and shape and location of the pin hole in the complainant device to images of balloons from manufacturing that were damaged during the stent crimping process, this device does not have similarities to devices damaged by the stent crimping process. Based on the review of the retuned device it is likely that the balloon ruptured on the calcific lesion but cannot be confirmed. Being that the device did have a small hole in it the complaint has been confirmed however the hole in the balloon cannot be confirmed to have been caused by the design or manufacture of the product. As such the root cause is impossible to define. The instructions for use IFU aw011781 are specific in the contraindication section line ¿5. Heavily calcified lesions resistant to pta¿. In this clinical case it was mentioned that the lesion was calcified and required pre-dilation. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Explosion of the iliac stent, when releasing the stent: stent defect unplanned opening of a dilation balloon, increased intervention time, increased cost, increased stress for the operator removal of damaged stent, opening and use of a dilation balloon.

Manufacturer narrative:
Investigation summary: on, 03-apr-2024, getinge received complaint from the (B)(6) involving the use of a getinge¿s advanta v12¿ balloon expandable covered stent, 10mm x 38mm x 80cm (catalogue # 85360) translated from french: explosion of the iliac stent, when releasing the stent: stent defect unplanned opening of a dilation balloon, increased intervention time, increased cost, increased stress for the operator removal of damaged stent, opening and use of a dilation balloon. Other details provided were that the procedure was a bilateral kissing stent procedure. The lesion being treated was calcified and required a dilation balloon to pre-dilate the lesion prior to the use of the advanta v12 covered stent. The device in question was received and reviewed to determine the cause of the balloon rupture during deployment of the stent. The device as returned was still inside the cook 7fr introducer sheath and the shaft had been elongated during the attempts to pull the balloon back through the sheath. As the balloon had a leak the full deflation of the balloon was not able to be conducted making withdrawal of the balloon difficult. The tip of the introducer sheath had prolapsed inward during withdrawal making the distal tip of the sheath smaller than 7fr. The balloon was pushed distally out of the sheath then was able to be withdrawn back through the sheath rather easily. The catheter was then disinfected to determine if there was a hole in the balloon. Upon pressurizing the balloon, there was a small horizontal tear or hole in the balloon that was noted. The pressure achieved was 4atm but was not able to be maintained due to the size of the hole in the balloon. The hole was approximately 5mm prior to the distal radiopaque ro marker band. This area of the balloon would likely been exposed as the stent foreshortens during deployment. Being that 4atm was achieved as indicated by the user the stent would have foreshortened considerably. There has been a CAPA associated with holes in the balloon associated with the stent crimping process. This is CAPA 322474. When comparing the size and shape and location of the pin hole in the complainant device to images of balloons from manufacturing that were damaged during the stent crimping process, this device does not have similarities to devices damaged by the stent crimping process. Based on the review of the retuned device it is likely that the balloon ruptured on the calcific lesion but cannot be confirmed. Being that the device did have a small hole in it the complaint has been confirmed however the hole in the balloon cannot be confirmed to have been caused by the design or manufacture of the product. As such the root cause is impossible to define. The instructions for use IFU aw011781 are specific in the contraindication section line ¿5. Heavily calcified lesions resistant to pta¿. In this clinical case it was mentioned that the lesion was calcified and required pre-dilation. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate.